Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erratic troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system. A patient sample was tested for accu tni and a result of 0.60 ng/ml was obtained initially and 0.35 ng/ml upon repeat. The original sample was re-spun and an accu tni result was 1.31 ng/ml. The re-centrifuged sample was retested and a result of 0.17ng/ml was obtained. The sample was tested on a different instrument in the customer's lab and accu tni result was 0.06 ng/ml. The erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications the day of the event. The specimen was collected in a lithium heparin tube. No additional information regarding sample pre-analytical handling is available. A field service engineer (fse) was dispatched to the customer's lab: the fse verified hardware and all results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.